Event description:
Procedure type: unk. According to the reporter: the client is reporting that the collar assembly broke during utilization and a small metal part fell from the device; the part did not fall inside the abdomen. No pt injury was reported.